Manufacturer narrative:
Siemens has completed an investigation of the reported event. Based on the provided information no system failure or malfunction could be identified. It was reported that the x-ray tube hit a patient but there was no collision alarm. Upon further clarification it was determined that no collision occurred with a patient. Log files of the timeframe (B)(6) 2018 to (B)(6) 2018 were available for investigation. In total 201 events of a collision warning were logged during this timeframe. The service engineer checked the system, however, no issue could be found and the reported system behavior was not reproducible. If the collision calculator predicts a potential collision, the warning message "collision with the patient" is displayed to the user on the monitor accompanied by a beeping sound. It is specified that this warning message shall be displayed when system parts monitored by the collision calculator are entering the generic default patient collision zone. Within this collision zone, the system will move with reduced speed only. Depending on patient position and size, the body may be partially outside the generic default patient collision zone. In such cases, a potential collision with the patient might occur without being detected by the system and neither a warning message is displayed or a beeping sound is activated. Based on the provided information no system failure or malfunction could be identified. The systems are equipped with a number of safety mechanisms which help prevent collisions during system movements: - dead man's grip (dmg): movements take place only as long as the operating element is actuated. - collision computer: a computer constantly calculates all possible collisions between the stands/carm(s) and the patient table. - speed reduction: the speed is automatically reduced for movements in the collision area or in particular system positions and movement is stopped, if necessary. - collision sensors: in case of a collision, sensors, e.g. On the fd, automatically stop the movement. - emergency stop buttons: movements are stopped immediately when an emergency stop button is being pressed it is the responsibility of the operator to ensure that system movements are released only if there is enough clearance between system and operator, patient, third parties or other equipment. In addition, the operator shall monitor the patient at all times and be aware of a potential collision. No corrective action is planned based on the present event.

Manufacturer narrative:
Exemption number e2017017. Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. The user reported that the system did not give a patient collision warning prior to the tube hitting the patient. We are unaware of any injury or impact to the state of health of the patient involved.